Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the shell, one opening linear on the anterior, crease fold, wear abrasion and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the anterior and one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one crease smooth opening on the anterior due to fold flaw opening and one striated opening on the radius due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.